Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 5176873.

Event description:
It was reported that the patients stimulator was causing nausea and inadequate stimulation. The patient underwent a procedure wherein all device components were explanted and will not be returned.